Event description:
It was reported that bd nexiva diffusics 18g x 1.25 in global had foreign matter there seems to be something brown at the tip of the needle. Before use there seems to be something brown / dirty at the tip of the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo 2 physical samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that at 150x magnification, there was no foreign matter observed. Additional evaluation of the samples for a condition known as discoloration was performed as this could cause a yellow color in the catheter from the laser drill process. The discoloration evaluation per the specification was completed and no issues were observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.